Event description:
The customer had issues with qc results for various assays and received questionable calcium results for approximately 10 patient samples on (B)(6) 2015. Only data for one patient sample tested on (B)(6) 2015 was provided. The initial result was 6.7 mg/dl and was reported outside the laboratory. The sample was repeated and the result was 8.7 mg/dl. The sample was repeated on another cobas c501 analyzer and the result was 8.9 mg/dl. The customer "called the floor" and issued corrective reports. The patient was not adversely affected. The reagent lot number was 60942901 with an expiration date of 04/30/2016. The customer removed the current reagent cassette, put on a new cassette of same lot, calibrated with new calibrator material and ran qc. The field service representative found there was a fluidics failure and the water supply line from the water reservoir was crimped. He adjusted the supply line so the water flowed into the instrument properly. He successfully ran a precision check and successfully calibrated the calcium assay

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.